Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: unk. S4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. A used sample was received at the testing lab. The condition of the sample was such that a definitive determination that the sample met specification could not be determined. A batch record review was performed and the components used to assemble the adhesives were approved for use; there was no objective evidence of discrepancies.

Event description:
It was reported that when a pt changed her wafer she noted blood on her skin; the wafer had cut into her stoma at the 3-5 o clock area. She described a shifting or moving of the wafer to the right during her wear time. The amount of blood was minimal and bleeding stopped with routine cleaning; it is also reported that the pt discontinued use of the product. No additional info was provided. Pt outcome is reported as the "bleeding stopped with routine cleaning and applying a wash cloth to the stoma area."